Event description:
Information was received from a patient (pt) and healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was patient reported they thought the leads had moved and they were having some pain around the incision where the leads were put in. Patient said their lower back across the back was aching. Patient also said the four nights ago, they had some coughing issues and felt like an electrical shock went down their left leg, so they changed the settings. Patient had a couple episodes of sneezing (and noted when they sneezed, they do so like 6-7 times in a row, pretty "violently"). After they got done sneezing, they felt an electrical sensation at the pocket site, like a tens unit when they're not connected real well, and got a "zap." They also felt a shift with the implanted components after coughing and sneezing. Patient mentioned the left side of their scar from the surgery was puffy on the left side of their spine. Additionally, if they placed a blanket behind them, that was causing the sensations as well. Patient turned stim off and continued to experience the shocking sensation. The patient was redirected to their hcp to further address the issue. Agent reviewed role of representative and provided national answering service (nas) phone number for healthcare provider office to call. Agent told patient they should seek medical attention if they need assistance as the manufacturer representatives (rep) are not medically trained professionals, and they can only do so much to alter the stimulation.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2026 brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.